Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call, the insulin pump was alarming no delivery multiple time on (B)(6) 2015 and then it had alarmed motor error (B)(6) 2015. The device was delivering a bolus during the motor error alarm. Customer's blood glucose was 426 mg/dl during the last no delivery alarm, treated with manual injection. Troubleshooting was performed for the motor error alarm. Customer didn't recall the customer's blood glucose during the no delivery alarm. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's spouse agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform any test or verify no delivery alarms due to motor error alarms. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.